Manufacturer narrative:
Pc-(B)(4) date sent to the FDA: (B)(6)/2018. The actual device involved in this event was returned for evaluation. The evaluation found that the fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation revealed the fracture was mixed mode with predominantly intergranular fracture and some microvoid coalescence. This was a mixed mode fracture. The needle fractured due to a mixed mode failure. The needle exhibited amounts of ductile and non-ductile features. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: unfortunately I don't have all the answers to your questions because of patient confidentiality. What is the patient¿s age? Unknown what is the patient sexual activity? Unknown was tissue dissection indicated when searching for the needle? Yes they tried dissecting for a little while, but due to the thought location of the device insitu and the risks associated it was soon halted"

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Repair of a vaginal laceration. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No the needle is still insitu. Was there any additional tissue damage as a result of searching for the needle piece? They tried briefly searching but couldn't locate it safely. The area is very vascularised and sensitive, x-ray identified its location but still couldn't locate it. What was the size of the needle used? Sh needle, 26mm 1/2 circle. What was the size of the needle that broke off into the patient? Just under 1/2 of it from what I could gauge. Was more than half the needle retained in the patient? Just under half. What is the lot number? It was put into the paperwork. Unfortunately I now don't have it. However, the item will be returned for investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s age? What is the patient sexual activity? Was tissue dissection indicated when searching for the needle?

Event description:
It was reported that a patient underwent repair of a vaginal laceration on unknown date and suture was used. The needle broke while suturing. The surgeon tried searching for the needle but couldn't locate it. An x-ray was performed and the needle remains in the patient tissue. The surgeon noted that the area is very vascularised and sensitive. It was reported that just under half of the broken needle remains in the patient tissue. Additional information has been requested.